Event description:
Signia hearing aid, sn (B)(4), model ite-insio-3nx. On (B)(6) 2019 failed to pair to (B)(6). Both returned to signia. On (B)(6) 2019, sn (B)(4) stopped operating. Returned both to signia. On (B)(6) 2019, sn (B)(4) stopped operating, indicated low battery, lost pairing to (B)(6). I stopped use of left unit. On (B)(6) 2019, I returned both devices to (B)(6) audiology dept. I contacted signia asking for a failure analysis report. They said they would not send me such a report. They said they would talk to my md if necessary. FDA safety report ID # (B)(4).